Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis (pd) therapy. This alarm occurred at the end of therapy after the patient disconnected and was draining the bags. During troubleshooting, it was reported that the white line (supply line) of an amia cassette was leaking at the connection site. It was verified with the customer that the connections were tightened and no damage was noted with the supplies before therapy started. There was no patient injury or medical intervention associated with this event. No additional information is available.